Event description:
It was reported that during a cryo ablation procedure, the balloon shaft appeared partially fractured via fluoroscopy and the pulmonary veins could not be completed. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 19597 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out.the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However during inflation, it was observed the guidewire lumen kinked inside balloon. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments were carried out. During inspection of the shaft segment, a guide wire lumen kink was observed 1.14 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow glued on hypotube-push button assembly. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the balloon catheter failed the return product inspection due to bellow glued on hypotube-push button assembly and a kink/twist was observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.